Event description:
In 2009, an asp product manager visited a hospital. The purpose of the visitation was to assess and recommend a course of action after the hospital reported "black staining" dripping from their scopes after being reprocessed in the asp aer. The customer also uses cidex opa. The situation started in early 2009 when "black staining" was noticed after reprocessing their 30 series gastroscopes and colonoscopes in the asp aer's. What was unusual about this incident from the start was that there had been no issues of "staining" reported before this. The facility currently uses 2 asp aer's to reprocess their scopes. One aer was purchased in 2005 and the other late 2008. Until this point, there had been no issues. Firm was called due to the fact that it was unclear as to whether this was an issue of improper "manual cleaning" or a functional issue with the scopes themselves. The hospital sent all of their scopes to firm for "assessment" and it was discovered that all of the scopes had significant "chemical damage" to the bending rubber section. Firm has defined "chemical damage" as sticky black-green residue. Per the fst, the customer reprocessed the scopes. There were no reported injuries.

Manufacturer narrative:
The units were evaluated at the site. The field service technician (fst) reported the customer: they are using 2 ounces of medzyme per gallon of water for cleaning. They have not seen black staining recently from the exterior or interior of their loaner scopes. They have been staining on the exterior or the aers. After talking with an asp technical support engineer (tse), the fst found that the vents on both units were tightened too much. This allowed for pressure to build up in the basin and occasionally dribble outside of the cover. The fst believes loosening the vent caps has remedied this problem. The customer is using "soft" water, but there is still white spotting all over the cover. This spotting is very difficult to remove, even with scale remover. The fst believes their water is heavily chlorinated. However, in potable water, there should not be chlorine at a level that would cause these effects. They also turn off their aers between uses. This can be up to 4 days. They are using scopes so the water jet issue does not apply. Firm says that there is left over cidex in the biopsy channel. The fst raised their drain tube. The fst believes that they were too low in the drain spout. Reference MDR 2150060-2009-00099.